Event description:
Patient was placed on hdf machine for regular treatment (continued). No alarms during priming or self-testing. 30 minutes into treatment, machine alarmed with "float sensor alarm", the patient was taken off the machine immediately and the machine removed from the treatment area and the fault reported to baxter. Having to take the patient off the machine resulted in the patient losing one circuit blood, approximately 300mls. Sample of hemoglobin was collected and treating nephrologist was notified.